Event description:
During a laparoscopic cholecystectomy procedure, the clips dropped from the jaws when the trigger was pressed. The surgeon applied another device. The hosp reported that no pt injury had occurred.